Event description:
It was reported that an inflammatory mass at the catheter tip was diagnosed. The hcp did not believe that the mass was interrupting drug delivery or therapy. The reporter also indicated that the device was protruding. Additional info has been requested from the hcp, but was not available as of the date of this report.